Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system screen was slow and trouble loading after several restarts. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system screen was slow and trouble loading after several restarts. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was very slow and lagging. A technical support specialist (tss) identified that the windows 7 with 2gb of random-access memory (ram) and the memory usage was 80% and there were only 100 patients on this station. Also confirmed the station database size was 600mb, shrunk down to 500mb, wifi and bluetooth were already disabled, network interface card (nic) speed set to 'auto-negotation'. Since this was running on windows 7, the tss cannot configure to specific speed. Then the tss set the structured query language (sql) instance max memory allocation to 1gb, then deployed the package '10000366591-00 update dsclientoltp sql recovery model (build 2)' to update recovery model to simple, then repaired the medstation application c drive 62% full, d drive 8% full, then rebooted the station. The system functioned as intended after the technical support specialist troubleshoots the device.